Manufacturer narrative:
Related device discarded.

Event description:
It was reported that three weeks after a septo turb procedure with cryotherapy the patient experienced epistaxis. The doctor took the patient into surgery and cauterized the bleed. No additional epistaxis has occurred and no permanent damage was reported.